Event description:
It was reported that a non-sustained ventricular tachycardia (nsvt) event thought to be caused by a ventricular pacing protocol (vpp) backup pulse loss of capture (loc) episode was observed on the implantable cardioverter defibrillator (ICD). There were two vpp loc events preceding the nsvt event and a right ventricular (rv) autocap test was running immediately post the event. It could not be conclusively determined if the nsvt event was caused by the vpp loc. Programming recommendations were made. The ICD was being monitored. There were no reported patient symptoms and no patient consequences.

Event description:
New information received notes programming changes were made. No further non-sustained ventricular tachycardia (nsvt) episodes were observed. There were no changes or patient consequences.

Manufacturer narrative:
Correction: section h8 "initial use of device" should have been selected.